Event description:
Customer reported receiving error 5 messages on the meter. This issue was not resolved with troubleshooting. No adverse event or medical intervention reported. The serial number of the meter was not provided.